Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No batch numbers were provided by the customer. Therefore, the cause of the alleged malfunction cannot be determined.

Event description:
The customer advised, "we became aware through a bd sponsored clinical trial of a device failure that we wanted to forward on. On (B)(6) 2022, during sample collection, there was vacuum loss of the [5.0 ml greiner vacuette lh lithium heaprin separator]. The tube lost vacuum pressure resulting in an incomplete fill."